Event description:
It was reported that, "failure of in-growth on cup so cup loosened. Dr. Revised it and was satisfied. Moderate amount of black residuals on neck, stem interface."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2011-00702.